Manufacturer narrative:
Additional information b5. Medtronic received additional information that there was no damage noted in the instrument or the disposable. There were no visual, audible, or performance abnormalities. The leak occurred approximately 10 minutes after the machine was started. An error warning message did not appear. An unplanned blood transfusion was not required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a structural heart autotransfusion procedure using two autolog washkits, fluid leaked onto the centrifuge bottle when approximately 300ml of blood was drawn into the blood container. The technician suspected that the centrifuge bottles was cracked and stopped running the blood washing devices, replaced the bottles with a new one. No patient complications have been reported as a result of this event.